Manufacturer narrative:
Combination product: yes biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that upon interrogation the pacemaker showed battery error and lead error. Furthermore, impedance measurement is no longer possible. There is no longer any capture in the rv. The device was replaced in the clinic on the same day. The rv lead shows discontinuity, suggesting both a lead-related and a generator-related problem. Date of incident is unknown. Further information has been requested.